Event description:
It was reported by the sales representative that the patient has pain while using the unit and the sales representative advised the patient to conduct time test. Later, the customer service representative called that patient to gather more information, however, had to leave a voicemail. On (B)(6) 2025, a call was received from patient who stated that she had pain after 3 hours of treatment. It started the first day she started treating on the right foot. The pain is on the top of the foot where the bone is fractured. The pain level is like an 8 and the patient has discontinued the treatment. After the patient stops treating, she falls back asleep and does not know how long it takes the pain to go away. The patient has not increased her daily activities but is walking with the injured foot. The patient does not take anything for pain and only contacted the sales representative, did not call the doctor. The patient is doing time test and is up to 4 hours a day. The patient will call us with any updates. No further consequences were reported. The bhs unit and sflx-xl coilette were not returned for investigation.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow up report will be sent.

Manufacturer narrative:
Corrections in b4: date of the report, d2a: common name. Additional information in h4: manufacture date, g3, h6 and h10: additional narrative. This follow-up report is being submitted to relay additional and corrected information. The bhs unit was not returned to highridge medical for evaluation. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed, and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Highridge medical will continue to monitor trends.

Event description:
It was reported by the sales representative that the patient has pain while using the unit and the sales representative advised the patient to conduct time test. Later, the customer service representative called that patient to gather more information, however had to leave a voicemail. On march 17, 2025, a call was received from patient who stated that she had pain after 3 hours of treatment. It started the first day she started treating on the right foot. The pain is on the top of the foot where the bone is fractured. The pain level is like an 8 and the patient has discontinued the treatment. After the patient stops treating, she falls back asleep and does not know how long it takes the pain to go away. The patient has not increased her daily activities but is walking with the injured foot. The patient does not take anything for pain and only contacted the sales representative, did not call the doctor. The patient is doing time test and is up to 4 hours a day. The patient will call us with any updates. No further consequences were reported. The bhs unit and sflx-xl coilette were not returned for investigation.